Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the customer complaint cannot be verified. The returned gds passed all testing. No pressure alarms occurred during testing.

Event description:
The customer reported that a pressure regulation alarm occurred when they attempted to put the device on a patient who received ablation. The customer reported that the unit was not in use on patient. The phenomenon occurred just before use on a patient. The device was replaced with the same model (v60 device). No further medical intervention was reported. No delay in therapy was reported. The customer reported that the event log revealed that "cbit mach press sensor az failed 1356" had occurred. They replaced the device with the same model (v60 device). An me checked the device again, but the phenomenon was no longer duplicated. The me blocked the proximal sensor or took it off. However, the device did not generate "proximal pressure line disconnected" alarm. It seemed that the device failed to detect blockage. Our sales rep failed to identify what alarm sounded. He checked the log with the me, confirming that considering the time when the phenomenon occurred, "cbit mach press sensor az failed 1356" was most likely the log that was recorded at that time. The service technician reported evaluation result: in the repair center, "check vent: machine pressure sensor auto-zero failed" (1109) was observed to occur. In addition, its occurrence log was found in the event log. Moreover, for functional testing, when a value was set to 30 % on an oxygen-concentration test, its accepted range was from 25 to 35 % inclusive but a measured value was 24.6 %. The flow sensor assembly was replaced, and the above failures were resolved. Overall checking, cleaning, run testing, and a function test were performed. The software was confirmed to be version (B)(4).